Manufacturer narrative:
The reported event of p-wave amplitude variation was not confirmed. As received a complete lead was returned in one piece for analysis with the helix retracted and clogged with blood/tissue. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual and x-ray examination did not reveal any anomalies.

Event description:
During initial implant procedure, low sensing was observed on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient was stable.